Event description:
The manufacturer received information that a trilogy ev300 ventilator failed the active exhalation pilot reading test during the diagnostic system setup test. There was no patient involvement, and no harm or injury was reported. The device test failure issue was resolved by replacing the proportional valve (active exhalation control module) and the 3-way solenoid valve. The diagnostic system test was performed and again and the device passed the testing. The device was returned to the customer for use.